Manufacturer narrative:
Correction: added device code c62947. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: francois k et al. Small-sized conduits in the right ventricular outflow tract in young children: bicuspidalized homografts are a good alternative to standard conduits. Eur j cardiothorac surg. 2017 oct 3. Doi: 10.1093/ejcts/ezx354. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the durability of bicuspidalized homografts used in right ventricular outflow tract (rvot) reconstruction in young children. The durability of bicuspidalized homografts was compared to that of standard conduits, both homograft and xenografts. All data were collected from a single center from 1993 to 2015. The study population included 106 patients, 24 of which were implanted with a medtronic contegra xenograft conduit (equal gender, mean age 1.4 years, mean weight 8 kg). No serial numbers were provided. Among all patients, 11 death occurred within 30 days of implant, one of which was a patient implanted with a contegra conduit. The authors stated that none of the deaths were conduit-related. Among all patients, adverse events included: endocarditis, the requirement for conduit replacement, and structural valve degeneration (svd). Three of the 23 surviving patients implanted with a contegra conduit were diagnosed with endocarditis, all occurring less than or equal to 2 months post implant. One patient required conduit replacement, the other 2 cases resolved with antibiotic treatment. Conduits were replaced for increased rvot gradients, right ventricular hypertension, or severe pulmonary valve incompetence with right ventricular dilation. At 5 years post implant, 13 contegra conduits had been explanted. At 10 years post implant, 22 contegra conduits had been explanted. All contegra conduits had been explanted within 14 years of implant. Of note, the authors stated that every conduit in this patient population will require replacement at some point, either due to degeneration or the pediatric patient physically outgrowing the size of the conduit. The latter does not indicate failure of the conduit itself. Svd was defined as one or more of the following: peak gradient more than 40 mmhg, peak velocity of more than 3 m/s, pulmonary incompetence more than 2/4, or valve explant for any reason. No additional adverse patient effects or product performance issues were reported.